Event description:
In this event it was reported that a pt was restored with an implant-supported bar restoration. When the dentist tried to remove the bar one of the cresco abutments fractured and was swallowed by the pt. No additional info is available concerning the pt's oral status or the reason for removing the bar. It has been reported that the pt passed the swallowed product naturally without any complication and is reportedly "fine".

Manufacturer narrative:
However, because the fracture of the abutment required medical/surgical intervention to preclude serious injury, this event is reportable per 21 cfr part 803. The device was not returned for eval and no retain product is available for eval.